Event description:
It was reported that the patient implanted with this pacemaker complained of shortness of breath (sob) and inability to increase their heart rate above 50 beats per minute (bpm). Interrogation of the device with a programmer in clinic found the device to be at end of life (eol) at vvi 50. A health care professional (hcp) questioned if the device depleted early, however, it was difficult to determine accurate longevity from the previous in clinic visit based on the available device information. The device was noted to have been implanted for approximately 14 years. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.